Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak and the reported material deformation (shortening of the stent) cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient underwent a procedure to treat an aneurysm in the saphenous vein graft/right posterior descending artery with implantation of a 2.8 x 16 mm graftmaster stent. The graftmaster was implanted without difficulty; however, it was noted that after post-dilatation was performed, the graftmaster stent shortened and the aneurysm was still noted to be filling. A second same size graftmaster was then implanted and the aneurysm was sealed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.